Event description:
Reportedly, the explanted valve model and size is unk. Implant duration is at least 66 months. Initial surgery was performed in akh vienna/austria in may 2003. Indication for redo: highly stenotic prosthetic valve. Leaflets were heavily calcified at base and left coronary leaflet completely stiff thus creating a high degree of valve stenosis. No further information available.

Manufacturer narrative:
Device not returned.